Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Information received from the patient reported that their implantable neurostimulator (ins) was causing them more pain than it is relieving. They stated that the pain was right where the "chip" which was clarified to mean the area of the ins. The patient also noted that it hurt their right shoulder "tremendously." It was noted that, at first, the pain "was a little bit" but it was really getting sore now and it bothered them. They could hardly do things anymore and had to "take a pill." The patient further stated that the device "kind of rubs" and made them not able to move right. The device had "been good" until the pain issue started. It was indicated by the patient that "those 2 chips are not even and I think he could not make it" which was clarified to mean the lead components. They stated that the leads are not even because they had scoliosis and that there "must have been some obstruction." The patient had complained to their healthcare professional (hcp) once before regarding this issue so they took an x-ray about 5 years ago which showed they were "ok." The patient stated that they wanted the device explanted ("I want to take the device out now") and talked to their hcp who was going to make arrangements but had not heard anything for 2 weeks. It was further reported by the patient that the hcp who put it in should take it out. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.